Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had no power and did not function, the coupling head was worn, the triggers were sticking, and the trigger spring was broken and corroded. It was also observed that the electronic control unit wire insulation was damaged. The assignable root cause was determined to be due to component wear from use and servicing over time.

Event description:
It was reported that the small battery drive device was running sluggish after the battery was replaced. During in-house engineering evaluation, it was observed that the device had no power and did not function, the coupling head was worn, the triggers were sticking, and the trigger spring was broken and corroded. It was also observed that the electronic control unit wire insulation was damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.